Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on gallbladder artery during a laparoscopic cholecystectomy, a malformed clip was observed. It was also reported that they need to ligate the blood vessels to stop the bleeding. This resulted in extended surgical time of more than 30 minutes.